Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a slight compression on the flex tip. Gouges on the flex tip were noted. A small pinhole on the crimp balloon just distal to the crimp balloon and balloon shaft bond was also observed. Review of the provided 3mensio imagery revealed calcification in the access vessel (right femoral/iliac arteries). The descending aorta and aortic arch also showed the presence of calcification and tortuosity. Dur to the nature of the complaint, no functional testing was able to be performed. Dimensional analysis of the double wall crimp thickness of the crimp balloon was performed. All measurements were within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint. Complaint history review from october 2019 to september 2020 for the commander delivery system (all models and sizes) revealed other similar reported events for the associated complaint codes. Available information suggests that patient/procedural factors (improper crimping, non-coaxial alignment, valve alignment in non-straight section, and/or calcification, tortuosity, existing implant, stent) may have contributed to the complaint event. No manufacturing non-conformances were identified in the evaluations. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, crimp balloon undergoes multiple 100% visual inspections with the unaided eye and under 8x magnification. The balloon also undergoes 100% visual inspection prior to and after the pleat and folding process. The flex catheter and balloon catheter undergo 100% leak testing and visual inspection. During final inspection, distal to proximal visual inspection is performed by manufacturing and quality. Additionally, product verification testing is performed on a sampling plan. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the condition of the returned device. However, investigation of the device, complaint history, lot history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the complaint event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100% visually inspected at several different steps throughout the manufacturing process and devices are 100% leak tested. In addition, there was no reported difficulty during device preparation. As reported, ¿significant resistance was met when advancing the 26mm commander delivery system and sapien 3 ultra valve through the esheath¿ and a ¿small kink in the partially expandable portion of the sheath¿ was noted during the advancement. High push forces coupled with the tortuous anatomy and sheath damage can cause the crimped valve to be non-coaxial with both the flex tip and the crimp balloon. Flex tip gouges were observed on the returned device, which is indicative of a non-coaxiality and tension within the system. This non-coaxility can result in interaction with the valve and the crimp balloon, as the valve struts may have punctured the balloon and resulted in the observed pinhole. Additionally, imagery shows calcification throughout the access vessel, aorta, and aortic arch. It is also possible that the crimp balloon may have made contact with a calcium nodule during tracking or valve alignment, leading to observed pinhole on the crimp balloon. Although a definite root cause was not able to be determined, available information suggests in addition to procedural factors (high push force/non-coaxial interaction with valve struts), patient factors (calcification/tortuosity) may have contributed to the reported event. No manufacturing nonconformances were found in the evaluation. Review of IFU/training materials revealed no deficiencies. Therefore, no corrective and preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 14 esheath was inserted with no remarkable resistance; however, significant resistance was met when advancing the 26mm commander delivery system and sapien 3 ultra valve through the esheath. It was noted that a steep dive of the iliac artery right off the femoral head was present, which appeared to cause a small kink in the partially expandable portion of the sheath. Multiple attempts were made to advance the delivery system and valve with no success. The decision was made to apply pressure at the insertion side in hopes of reducing the angle of the sheath. This intervention was successful, and the valve was deployed at 80:20 aortic/ventricular with no paravalvular leak (pvl). After valve deployment, a light mixture of blood was noted in the atrion inflator syringe, indicating a possible balloon leak. The delivery system was taken to the back table and re-inflated. The balloon was firm with no leak identified on the actual balloon. After further assessment, a small leak was noted proximal to the flex catheter near the triple markers. It was believed that the amount of force and manipulation may have caused a small puncture.